Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
The affected socket was returned for further investigation. This investigation revealed that the socket was pulled apart. The supplier of this cold device plug confirmed that this issue occurred due to a manufacturing failure at the sub-suppliers site. In the instructions for use (IFU) the connection to mains supply and the detachment of the mains cable is described. For detaching it is stated: ¿detach the plug at the main socket. Detach the mains cable from the mobile operating table.¿ this means the customer first has to disconnect the cable from the mains socked (from the wall) and then pull the plug out of the table. Just a combination of not correct assembled cold-device-plug and not following the IFU can lead to the described failure. Maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Manufacturer narrative:
We report this case as "serious injury" in the abundance of caution. The customer answered our request concerning required medical intervention as follows: ¿they just went to a&e, no further intervention required.¿. The following injury and treatment was reported by the clinic: ¿first/second fingers and thumb of left hand red and tingling, aching thumb, cold water applied immediately followed by ice cubes . Escorted to a&e by a colleague. 12 lead ECG performed, blood samples taken and examined by a&e doctor¿ at the time of this report the investigation was still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to FDA.

Event description:
We report this as ¿required intervention to prevent permanent impairment/damage(devices)¿ in abundance of caution. The customer answered our request concerning required medical intervention as follows: ¿they just went to a&e, no further intervention required.¿. The following injury and treatment was reported by the clinic: ¿first/second fingers and thumb of left hand red and tingling, aching thumb, cold water applied immediately followed by ice cubes . Escorted to a&e by a colleague. 12 lead ECG performed, blood samples taken and examined by a&e doctor.¿ manufacturer reference #: (B)(4).

Manufacturer narrative:
In the instructions for use (IFU) the connection to mains supply and the detachment of the mains cable is described. For detaching it is stated: ¿detach the plug at the main socket. Detach the mains cable from the mobile operating table.¿ this means the customer first has to disconnect the cable from the mains socked (from the wall) and then pull the plug out of the table. At the time of this report the investigation was still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to FDA.

Event description:
It was reported that the user received an electric shock when he pulled the charging cable out of the mains connection on the table. A part of the mains connection socket at the table came loose and was pulled out of the anchorage, revealing electric contacts. Manufacturer reference# (B)(4).